Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms were received. The customer performed multiple supply changes due to the occlusions. The customer's blood glucose (bg) level was in the 330's mg/dl range and a correction bolus via the pump was delivered to address the bg level. The customer's bg level continue to rise leading to a bg level in the 600's mg/dl range and diabetic ketoacidosis. The customer was subsequently hospitalized and experienced acute kidney failure. While in the hospital the customer was treated via an insulin drip. The customer was released from the hospital 5 days later and their acute kidney failure was resolved.